Manufacturer narrative:
During device analysis and functional testing, the device would not power on. The complaint was confirmed. The cause is the electrical chassis needs to be replaced. At the customer¿s request the device was returned unrepaired. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the unit is broken and out of calibration. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.